Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4); product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Additional code img g02005 is for product ID nim4cpb1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during testing, interfaces were not connecting wirelessly to the nim console. It worked when connected via the patient interface cable. The connection was intermittent and the patient interface box on the screen was red and would not turn green. There was no patient impact.

Manufacturer narrative:
H3: product analysis for product ID nim4cm01 serial number: (B)(6) verified 'not working properly.' Unit presented with sw:(v1.4.3) and a defective pmb pcba. Replaced defective component. Upgraded software. Product analysis for product ID nim4cpb1 serial number: (B)(6) could not verify 'not working properly.' Console(c2026372) failure/not pi. Unit presented with sw:(v1.4.3). Upgraded to sw:( v1.5.4). Product analysis for product ID nim4cpb1 serial number: (B)(6) could not verify 'not working properly.' Console (B)(6) failure/not pi. Unit presented with sw:(v1.4.3). Upgraded to sw:( v1.5.4). H6: previously submitted codes fdm b21, fdr c21 and fdc d16 are no longer applicable. Codes fdr c19 and fdc d20 are applicable for product ID nim4cbp1 serial number: (B)(6) and serial number: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.